Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there were 2 instances of medication not being able to be pushed out of syringe, felt resistance from needle.

Manufacturer narrative:
Investigation: one 3ml syringe in an opened blister pack from batch #5247968 (p/n 309657) and one needle in an open blister pack from batch #5176759 (p/n 305110) were received. The syringe appeared to have been manipulated with unknown residue observed on the rubber stopper and in the fluid path. The plunger was pulled up the barrel and back to the bottom. The movement was smooth with no issues noted. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in samples/photos received. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there were 2 instances of medication not being able to be pushed out of syringe, felt resistance from needle.